Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. There is no report of serious injury or death associated with this event.

Event description:
Partial gastrectomy- "use of obturator 12 x 150 mm. Defect on the seal tightness reflux: tear and small pieces detached from the dm. We found them inside the patient abdomen. Apparently this is not the first time. There was no loss of pneumoperitoneum. Device not available for evaluation. No pictures available." Additional information received 13 july 2016: instruments used during surgery and before incident were grasper (reusable) and ligasure 5x44. Moreover, the surgeon has introduced a compress inside abdomen. Type of intervention: "surgeon has removed the small pieces successfully from the abdomen. Small pieces are black color. Surgeon used another device to continue the procedure." Patient status: "ok"

Manufacturer narrative:
The incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Although the exact root cause of the incident could not be confirmed, the engineering evaluation revealed that the likely root cause may be due to damage caused by an instrument. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary.